Event description:
Cryo maje machine failed during procedure - company called and all equipment was hooked up correctly. Attempted to use machine during open heart procedure, probe changed and still machine did not function.